Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient had a skin irritation under the therapy electrodes. The patient cleaned the electrodes and changed his garments more frequently. The patient spoke to his doctor who advised the patient to apply unscented hand lotion to the rash. Follow-up indicated that the rash had improved.